Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2022-01795 for the associated device information. It was reported to boston scientific corporation that a sensation medium oval flexible snare was used in the colon during a colonoscopy procedure performed on an unknown date. During the procedure, the snare would not fully retract into the catheter when the physician closed the handle of the snare. This did not allow the snare to resect the target polyp even when cautery was applied. Another snare from the same box was used. However, the same problem occurred. The procedure was completed with another snare from a different lot number. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2022. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.